Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device locked on tissue after a third sealing cycle. Force was applied to the device in order to remove it from tissue, and a new device was used to continue the procedure. No patient injury resulted from the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.